Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and data test at 0.08765 inches. No bolus anomaly or basal anomaly noted during testing. Unit had minor scratched display window.

Event description:
It was reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2016 with blood glucose of 600 mg/dl. Caller reported that insulin pump was not working and did pump did not receive an error message and customer reverted to back-up plan. The customer experienced symptoms such as vomiting. The customer was treated with IV fluids and insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis per healthcare professional's request.